Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's backup system controller switched to back-up mode, alarmed with a red heart alarm, had power disconnect alarms, and flows dropped. The patient became symptomatic and was admitted to the hospital for further observation. The system controller was exchanged.

Manufacturer narrative:
The patient remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.